Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. The customer changed their infusion set and delivered a bolus with the pump to address the occlusion alarms. Due to the occlusions occurring in the past, system check to determine the source of the occlusion was unable to be performed.